Event description:
No additional information obtained from the customer.

Manufacturer narrative:
This supplemental report is to provide correction to the initially submitted medwatch medical device report (MDR). The initial MDR was erroneously submitted as a reportable malfunction, however, there are no reportable malfunctions related to the subject device captured in this complaint. Per the legal manufacturer, this device has no issues that have the potential to cause or contribute to death or serious injury if they were to recur. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited dark image, the event occurred during procedure the intended procedure was diagnostic benign prostatic hyperplasia, the procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 (full name: (B)(6)). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.